Manufacturer narrative:
Insulin pump received with motor arm failed self-test alarm during self test, problem isolated to rf board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test multiple times. Customer¿s blood glucose was unknown. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.